Manufacturer narrative:
Device evaluation: analysis of the returned device identified: deformation device, creases fold, yellow biological tissue and overweight, however, a review of the weight reports generated during the manufacturing process is performed and all units were within specification. Therefore, the overweight observed during the additional analysis is not considered a workmanship. Cloudy and bubbles in the gel observed after autoclave cycle base on the device analysis the final assessment is that no issues found related with the manufacturing process.

Event description:
Healthcare professional reported the patient tested positive for bia-alcl. It was also reported the patient had "moderate peri-implant fluid", breast swelling and pain. Peri-implant fluid was drained under ultrasound guidance. Pathological markers were not provided. Affected side left. Device has been explanted.

Manufacturer narrative:
Continued from h.6: f1203 - life threatening illness or injury.

Event description:
Patient representative reported patient died. Cause of death was not provided. Patient representative reported severe inflammation of lymph nodes, open skin sores, sicca syndrome, triggered vasculitis, dry and painful eyes and mouth, rashes, tingling skin, hair loss, severe inflammation of lymph nodes, invasive surgeries to remove breast implants, capsules, lymph nodes and of cancer recurrence, emotional distress, which are not considered not device related.

Manufacturer narrative:
Additional, changed, and/or corrected data. In response to FDA request received on 21/jun/2022.

Event description:
Healthcare professional reported "patient passed away from metastatic breast cancer, which was present before devices were implanted" which is deemed not device related. Pathological marker cd30+ has been received. Pathological marker alk- has not been received.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl, seroma, pain this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported the patient tested positive for bia-alcl. It was also reported the patient had "moderate peri-implant fluid", breast swelling and pain. Peri-implant fluid was drained under ultrasound guidance. Pathological markers were not provided. Affected side left. Device has been explanted.